Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. During the procedure, when the needle was introduced into the uterus, the uterus retracted and the suture detached. Due to bleeding in the surgical field, the needle was left in the patient. The retained needle was confirmed by needle count and x-ray.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): user error caused the event. The attending physician lost both visual and tactile control of the needle during use.